Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3 deployment system instructions for use, potential adverse events that may occur and/or require intervention include, but are not limited to access site infection.

Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3 deployment system. On (B)(6) 2014, infection of the right groin wound was identified. On the same day incision and drainage of the right groin wound was performed. No further information was provided to gore.